Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that during a humeral nail surgery on (B)(6) 2013, the registrar was drilling through the first cortex during distal locking in a multiloc humeral nail. The drill bit was disconnected from the drill and the bit was hammered into the bone then reconnected to the drill. After powering up, the drill the bit snapped. The end of the drill bit was removed, but the tip remains in the patient and it was reported that the surgeon assessed that it would not cause further issues. The hospital reported a similar occurrence with the second drill. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.